Event description:
6000093-2005-00574 2 days post a coronary drug eluting stenting treatment procedure, a thromosis occurred. The pt was scheduled for the procedure because of chest pain. The lesion in the mid circumflex (cx) was not predilated. The taxus express2 2.5x24mm drug eluting stent was positioned and deployed to 16 atm's for 30 seconds. The taxus express2 2.5x 16mm drug eluting stent was positioned and deployed to 18 atm's for 30 seconds. Stent placement was successful. Plavix was prescribed for the pt. Three days later the pt presented with chest pain and was diagnosed with a subacute thrombosis in the cx. The physician used a 3.0x 20mm power sail balloon inflated four times to 13-29 atms for 14-35 seconds to treat the thrombosis in the stents. A 3.25x 15mm quantum balloon was then inflated twice to 18 atms's for 26 and 30 seconds within the stents. Finally, a 2.0x20mm maverick balloon was placed distally and inflated to atms for 30 seconds and 14 atm's for 35 seconds. It is unknown if the stents caused or contributed to the thrombotic event. The physician stated "he was not sure" there were multiple reasons possibly why the thrombosis occurred. No furher pt complications were reported. Pt status is satisfactory. Additional information has been requested.